Event description:
It was reported that the patient has her lead replaced because, she had lost (B) (4) and her old lead had "buckled". The device has not worked as well for her since the replacement. She also had pain on the side which had the battery pack. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).